Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash on her back underneath the therapy electrodes on the left side by her shoulder area. The patient was given a prescription of hydrocortisone cream from her physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed hydrocortisone cream in addition to over-the-counter neosporin